Event description:
It was reported that patient fractured distal femur. Dr removed implants and replaced with shorter gamma nail and a retro grade femur nail. No unusual circumstances.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.